Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. The c-clip contact was not properly aligned with the clip body ¿ the contact was not exposed/flush to the inside diameter of the clip body. Electrically, for further analysis, the resistance shall be less than 25 ohms from end to end and the actual measurement was 11.6 ohms which was in specification. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: initially submitted codes fdm b17, fdr c20 <(>&<)> fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that no visual and/or audible indicators that alerted the user of the issue.

Event description:
It was reported that intra-op, the aps placement could not be obtained at baseline. A new product was used. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.